Event description:
It was reported that the insulin pump had time anomaly. Customer stated that he was losing time on the insulin pump. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was monitor, set with correct time on the clock and no time anomaly was noted. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.